Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the DHR review for part# 03.820.167s lot# h060318, release to warehouse date: june 7, 2016, expiration date: may 31, 2021, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a prodisc-c surgery at c4-c5 level during cervical arthrodesis procedure on (B)(6) 2016. The surgeon was milling the keel cut and the milling bit broke into two pieces. Fragments generated from broken device were easily retrieved. Another milling bit was readily available to complete the procedure. There was no delay in surgery. Procedure was completed successfully. Patient status was reported as stable. It was planned procedure. No additional information is available. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the milling bit with shaft (part number 03.820.167s, lot number 6451382). The subject device was returned with the complaint condition stating the visual inspection of the instrument shows the shaft of the device sheared off from the proximal end of the drill bit. Replication of the condition is not applicable as the drill bit is already broken. The complaint is confirmed. A relevant drawing for the returned device was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A device history review (DHR) was performed for the returned instrument and no non-conformance records or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. Sterility documentation was reviewed and determined to be conforming. A root cause could not be determined as the circumstances at the time of the event are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.